Event description:
Baxter france received a report that an infusor had no flow during patient use. The device was filled with a 50-ml solution of 5 mg/ml midazolam (brand name hypnovel) in saline. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.